Manufacturer narrative:
One syringe infusion pump was returned for evaluation. Visual inspection of the device was found the left and right plunger cases to be damaged. Upon review of the pump event history log, no evidence related to the reported customer complaint was found. The clutch would not engage when lever was pressed, confirming the reported customer complaint. The problem source has been determined to be an issue as a result of the customer's physical damage to the device.

Event description:
Information was received that drive train is broken. No adverse effects reported.